Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event on the same day of onset. The patient was treated with vancomycin (500 milligrams, stat, daily, route not reported), fortum (1 gram, stat, daily, route not reported), and amikacin (80 milligrams, stat, daily, route not reported). Seven days after the onset, the patient was treated with meropenem (1 gram, stat, route not reported) and amikacin (250 milligrams, frequency and route not reported) for peritonitis. The patient was discharged from the hospital eight days after the onset and was recovering from the event. Treatment was ongoing. Dianeal and extraneal therapies were ongoing. No additional information is available.